Event description:
An anonymous consumer ask on twitter " have you ever had what you think was a false positive on home covid test?" Another anonymous consumer responded " yes, twice (binax & inteliswab) diff times and it freaked me out but I took out different brand tests and all were negative and I never had symptoms or positive tests afterwards. I dislike those 2 brands. I think 2nd line was artifact.

Manufacturer narrative:
Oti marketing responsed to the consumer's twitter post advising they contact oti via email (technicalservices@orasure.com) so we can reach out to the directly for additional information. The consumer has not provided a lot number or any additional information. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
An anonymous consumer ask on twitter " have you ever had what you think was a false positive on home covid test?" Another anonymous consumer responded " yes, twice (binax & inteliswab) diff times and it freaked me out but I took out different brand tests and all were negative and I never had symptoms or positive tests afterwards. I dislike those 2 brands. I think 2nd line was artifact.